Event description:
Hole noted in PICC catheter. Upon arrival, pt experiencing rigor/chills. Blood culture drawn from right PICC and tip culture obtained. Blood culture positive for gram negative bacteria. Catheter tip culture positive for e coli. Pt admitted to hosp and treated with antibiotics.